Event description:
It was reported that the home patient (hp) became disconnected from their transfer set. The event occurred during the initial drain on the home choice (hc). The registered nurse (rn) stated the hp had disconnected and did not finish therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.